Event description:
Pt reported an alleged leak with a lap-band port. A "portagram" was performed which "identified the leak." When the band was implanted, "the surgeon performed fills on the pt approximately every 3 weeks and told the pt" that the surgeon had been "watching the fill volume at every fill appointment and that the band was "not holding fluid." The port was removed and replaced. During further follow up with the surgeon, the surgeon stated that the serial number is not known, and the "port was disposed" and will not be returned.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."